Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm during self-test. Blood glucose level at the time of the incident was 186 mg/dl. Customer was able to clear the alarm and was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test, displacement test. The audio tone or vibrate feature on the pump functioned properly during testing. No this alarm is generated when a power failure is detected or hardware low level failures noted during testing. (B)(4).